Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure, blood was noted leaking from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse patient consequences.